Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of high blood glucose readings and air bubbles from the reservoir. The customer's blood glucose reading went up from 421 mg/dl to 450 mg/dl. The customer treated with an injection and it came down to 311 mg/dl. The customer stated that there are air bubbles in the reservoir. The customer stated that the approximate sizes of the air bubbles are about 2 cm gap and small bubbles. The customer stated that the pump was not rewound with a reservoir in place. The customer was advised to deliver a 5 unit fixed prime until air bubbles are no longer visible. The customer stated that there are not any leaks. The customer stated that the pump passed self-test. The customer was advised to monitor and call in for assistance if needed.